Event description:
A customer observed negatively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. There were no misreported patient results and there was no allegation of patient harm.

Manufacturer narrative:
Investigation into this event was unable to determine a root cause. Investigation into this event found that the user was not handling reagent packs in a consistent manner. The customer was advised of the need to handle reagent packs in a consistent manner and this has resolved the issue. The customer was inverting reagent packs in an inconsistent manner. The issue has been resolved by handling the reagent packs in a consistent manner.